Event description:
Per the original reporter in uf #:(B)(4), it was reported that the, "registered nurse (rn) noted that minione balloon button gastronomy tube (gt) lifting slightly to one side. Tubing taped to prevent any tugging. Site flushed, no leaking noted at gt stoma site. Medications administered at [time redacted]. Rn flushed and noted no leaking at stoma site. Pulled back from balloon inflation port and noted 1ml gastric content. Gt balloon port inflated and unable to pull back post inflation."

Manufacturer narrative:
This report is a response to medsun report # (B)(4) which was received by amt from the FDA on 02/18/2025. The occurrence was originally reported to amt on 02/03/2025 by the same initial reporter. Based on the provided information, the complaint is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt worked with the original reporter to obtain the device for examination and performed an inspection of the device once returned. Examination of the device was able to confirm the reported complaint that the balloon had failed. Recent trending data shows no anomalies in reported failures from the field. The complaint information has been logged into our complaint database for trending purposes. Information regarding device investigation can be found under complaint # (B)(4).